Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's mother reported that on (B)(6) 2019, the patient was experiencing a general low feeling that did not match the reading on their continuous glucose monitor (cgm) of 7.8 mmol/l. A fingerstick reading was taken and the blood glucose meter (bg) was reading low. Patient was administered glucose tabs and juice. At the time of contact, the patient was in good condition. The reported allegation falls within the b zone of the parkes error grid. Data was provided for investigation, but confirmation of the allegation could not be assessed because calibrations were not available for analysis. Confirmation of the problem and root cause could not be determined. No additional event or patient information is available.